Manufacturer narrative:
The investigation determined that higher than expected vitros total b-hcg ii results were obtained from multiple patient samples processed on the vitros eciq immunodiagnostic system. The investigation determined that the higher than expected vitros total b-hcg ii results were most likely caused by user error (pre-analytical contamination of the patient samples tested). The instrument and reagent were performing as expected at the time of the event. No malfunction occurred. The most likely cause of this event is user error although this could not be confirmed.

Event description:
The customer obtained higher than expected vitros total b-hcg ii results from multiple patient samples processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. One higher than expected patient result was reported out of the laboratory. A corrected report was issued for the affected patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).